Event description:
Elegance clinical trial . It was reported there was ischemia and restenosis requiring additional intervention. The subject underwent treatment with the ranger drug-coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the left distal superficial femoral artery extending up to left proximal popliteal artery with 5.0 mm proximal reference vessel diameter and 5.0 mm distal reference vessel diameter with lesion length 120 mm with 90% stenosis and was classified as tasc ii b lesion. Prior to the target lesion treatment with the study device, pre-dilation was performed by using 5.0 mm x 100 mm non-boston scientific pta balloon. Treatment of target lesion was performed by dilation using study device, 5.0 mm x 150 mm ranger drug-coated balloon. Post treatment of target lesion was performed by placement of 5.0 mm x 120 mm and 5.0 mm x 60 mm non-boston scientific bare metal stent and the final residual stenosis was noted to be 10%. During the treatment of target lesion, dissection of grade c was noted due to 5.0 mm x 150 mm ranger drug coated balloon and in response to the event, bailout stent was implanted. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2023, the subject was noted with symptoms related to critical limb ischemia on the left leg. On the same day, bilateral lower extremity angiogram was performed which revealed normal bilateral renal arteries and distal aorta on the abdominal aortogram. Bilateral lower extremity runoff widely patent bilateral common, external and internal iliac arteries. Normal bilateral common femoral arteries and profunda arteries. Right lower extremity, 70% stenosis in right superficial femoral artery and popliteal artery; approximately 80% stenosis in proximal anterior tibial artery, approximately 70% stenosis in proximal peroneal artery, and posterior tibial artery occluded and reconstituted distally. Left lower extremity, approximately 80% stenosis in left superficial femoral artery proximal to the stent, approximately 90% stenosis instent in the superficial femoral artery/popliteal artery, 90% stenosis in proximal anterior tibial artery and occluded dorsalis pedis but provides excellent collaterals, peroneal artery widely patent, and posterior tibial occluded and reconstitutes at the ankle. On (B)(6) 2023, 473 days post index procedure, 90% stenosis was noted in the left distal superficial femoral and left proximal popliteal artery were treated by laser atherectomy followed by dilation using 6 mm x 250 mm non-boston scientific drug coated balloon. Post procedure, the final residual stenosis was noted to be 20%. Additionally, percutaneous transluminal angioplasty (pta) was performed at left anterior tibial artery with 3 mm x 150 mm balloon. On the same day the event was considered resolved.

Manufacturer narrative:
A1: patient identifier: (B)(6).